Event description:
Dialysis catheter was removed from a pt who had the catheter in 2003. Removed in 2004. Pt was on peritoneal dialysis for a while and then put on permanent until in 2004, they receiving dialysis 3 x weekly, switched to 1 x weekly. Pt went into recovery and catheter was removed.